Manufacturer narrative:
The service evaluation was not able to confirm the customer¿s reported problem. However, the evaluation found the image did not appear. The cause of the no image condition is unknown. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The subject device has no history of repair. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. In general, the customer is required to check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus (omsc) was informed that the customer visera elite video system center was returned for service/repair for a reported ¿noise running¿. The event occurred during an unspecified event. Upon inspecting and testing, the image did not appear. This report is being submitted to capture the no image defect. No death, injury or harm was reported to olympus.